Event description:
Complainant alleged that while analyzing the heart rhythm of a male pt, the device returned a "no shock advised" prompt for what clinicians believed was a shockable rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.